Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Litigation alleges friction and wear between metal on metal parts caused large amounts of toxic cobalt-chromium metal ions released into blood and tissue and bone surrounding implant resulted to pain, and discomfort, disability and elevated metal levels. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
In addition to what was previously alleges, ppf alleges metallosis. Pfs alleges left hip pain that radiates to the low back which started in 2016 and numbness in left leg and lower back. After review of medical records, patient was revised to address failed left total hip arthroplasty with metallosis. Product details were provided. Added patient dob, age, height and weight. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.